Manufacturer narrative:
A1: (B)(6).

Event description:
Elegance study it was reported that a target lesion revascularization (tlr) occurred. The subject underwent treatment with the ranger paclitaxel-coated pta balloon catheter on (B)(6) 2023 as a part of the elegance clinical trial. The target lesion was in the right proximal superficial femoral artery (sfa), right mid-sfa extending up to right distal-sfa with 5.0 mm proximal reference vessel diameter and 5.0 mm distal reference vessel diameter. The lesion length of 60 mm and 100% stenosis (classified as tasc ii a lesion). Prior to target lesion treatment with study device, pre-dilation was performed using 4 mm x 80 mm armada 35 otw pta balloon. Treatment of target lesion was performed by dilation using study device of size 4 mm x 80 mm ranger paclitaxel-coated pta balloon catheter. Following treatment, the final residual stenosis was noted to be 10%. On the same day, the subject was discharged from hospital on antiplatelet therapy. On (B)(6) 2023, the subject presented to the hospital with symptoms of intermittent claudication. On the same day, right lower extremity angiography revealed occlusion of the right proximal-sfa, mid-sfa and distal-sfa. Additional treatment as performed with balloon angioplasty using 4 mm x 100 mm charger balloon followed by placement of 4.5 mm x 40 mm supera stent. Post-dilation with 4 mm x 100 mm charger balloon, the final residual stenosis was noted to be 0%. Additional information was received that changed the target location. The right proximal/distal sfa was removed, and the right proximal/mid/distal popliteal artery was added.

Manufacturer narrative:
A1: (B)(6).

Event description:
Elegance study: it was reported that a target lesion revascularization (tlr) occurred. The subject underwent treatment with the ranger paclitaxel-coated pta balloon catheter on (B)(6) 2023 as a part of the elegance clinical trial. The target lesion was in the right proximal superficial femoral artery (sfa), right mid-sfa extending up to right distal-sfa with 5.0 mm proximal reference vessel diameter and 5.0 mm distal reference vessel diameter. The lesion length of 60 mm and 100% stenosis (classified as tasc ii a lesion). Prior to target lesion treatment with study device, pre-dilation was performed using 4 mm x 80 mm armada 35 otw pta balloon. Treatment of target lesion was performed by dilation using study device of size 4 mm x 80 mm ranger paclitaxel-coated pta balloon catheter. Following treatment, the final residual stenosis was noted to be 10%. On the same day, the subject was discharged from hospital on antiplatelet therapy. On (B)(6) 2023, the subject presented to the hospital with symptoms of intermittent claudication. On the same day, right lower extremity angiography revealed occlusion of the right proximal-sfa, mid-sfa and distal-sfa. Additional treatment as performed with balloon angioplasty using 4 mm x 100 mm charger balloon followed by placement of 4.5 mm x 40 mm supera stent. Post-dilation with 4 mm x 100 mm charger balloon, the final residual stenosis was noted to be 0%. Additional information was received that changed the target location. The right proximal/distal sfa was removed, and the right proximal/mid/distal popliteal artery was added. Additional information was received that updated the onset date to (B)(6) 2023, as the subject had presented previous to (B)(6) 2023 with persistent right lower extremity claudication and no change in symptoms. Subject underwent duplex ultrasound which revealed loss of normal triphasic wave form and greater than 50% stenosis from right distal sfa to the popliteal artery without focal velocity elevation. Based on the underlying symptomatic condition and diagnostic results, subject was scheduled to undergo repeat angiography with possible intervention at a later date.

Manufacturer narrative:
(B)(6).

Event description:
Elegance study. It was reported that a target lesion revascularization (tlr) occurred. The subject underwent treatment with the ranger paclitaxel-coated pta balloon catheter on (B)(6) 2023 as a part of the elegance clinical trial. The target lesion was in the right proximal superficial femoral artery (sfa), right mid-sfa extending up to right distal-sfa with 5.0 mm proximal reference vessel diameter and 5.0 mm distal reference vessel diameter. The lesion length of 60 mm and 100% stenosis (classified as tasc ii a lesion). Prior to target lesion treatment with study device, pre-dilation was performed using 4 mm x 80 mm armada 35 otw pta balloon. Treatment of target lesion was performed by dilation using study device of size 4 mm x 80 mm ranger paclitaxel-coated pta balloon catheter. Following treatment, the final residual stenosis was noted to be 10%. On the same day, the subject was discharged from hospital on antiplatelet therapy. On (B)(6) 2023, the subject presented to the hospital with symptoms of intermittent claudication. On the same day, right lower extremity angiography revealed occlusion of the right proximal-sfa, mid-sfa and distal-sfa. Additional treatment as performed with balloon angioplasty using 4 mm x 100 mm charger balloon followed by placement of 4.5 mm x 40 mm supera stent. Post-dilation with 4 mm x 100 mm charger balloon, the final residual stenosis was noted to be 0%.